Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that nothing was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer archives were returned to the manufacturer for analysis. After review of logs, the archives showed that multiple exams of the patient were not optimal for the system. A poor 3d model was created which would not be ideal for tracing. The exam was not to protocol. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
It was reported that the site had difficulty registering the patient using trace. The site was using a mr that they had downloaded via cd and that the mr was grainy and the tip of the nose was missing. The site traced around 8 times but each time the trace would not appear after initialization. Another mr was used with success and the doctor was able to obtain the biopsy sample. The surgery was completed successfully with less than an hour delay and no patient impact.